Event description:
An optometrist reported a case of 'stage 1' diffuse lamellar keratitis (dlk), observed on a patients' right eye at the flap edge twelve days post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Reporter additionally indicated the dlk was resolving.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).